Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that both leads were attempted in septum. They could not be repositioned. The helix of both leads snapped off and remained in septum. A new lead was subsequently implanted successfully.

Manufacturer narrative:
Combination product: yes. Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including visual, mechanical, electrical and x-ray inspections. The provided x-ray confirmed the fractured fixation helix of both leads during the implantation procedure. (B)(6). The fixation helix was found fractured. The distal part of the helix was not returned. The observed fracture probably occurred due to mechanical stress. Apart from the mentioned damage, no further anomalies were found that might have contributed to the clinical observations. (B)(6). The analysis showed that the outer insulation was found deformed due to torsion. The deformation probably occurred during the rotation of the lead for the fixation. Furthermore, the helix was found fractured. The distal part of the helix was not returned. The damage probably occurred due to mechanical stress. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.